Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 collamer lens in her left eye (os) in 2006. The patient reported within three days of having the surgery, she needed to have vent cleared to allow proper fluid movement through the eye. The icl remains implanted. The facility reported the patient had a post-op visit in 2008, and vault was good, the iop was 13 and the best-corrected visual acuity was 20/15 -2. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(Vent cleared to allow proper fluid movement).